Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and an impedance change greater than 500 ohms. The lead was surgically capped and abandoned during a routine device change out procedure. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.